Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic left oophorectomy - "tip of trocar broke off during procedure (see attached picture). Staff not sure if trocar was defective or if an instrument broke it off." Patient status - "patient is fine. Broken piece of trocar was retrieved by surgical staff."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. However, a photograph was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Although the exact root cause of the incident could not be confirmed, the engineering evaluation revealed that the likely root cause may be due to force applied to the tip during insertion of the device or during instrument exchanges throughout the procedure. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.. Additional information was requested and was not provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.